Event description:
It was reported that when the patient had her intrathecal trials, they did two blood patches on her because she had a cerebrospinal fluid (csf) leak after the trial. The drug used for the trials was not specified.

Manufacturer narrative:
(B)(4).